Manufacturer narrative:
A&e medical corporation is the legal manufacturer for device 94-1200-08. Rti surgical located at (B)(4) is the contract manufacturer for this device. Upon the request from a&e medical corporation, rti surgical has evaluated the returned device and provided a&e medical corporation with the investigation summary report. [(B)(4)].

Event description:
Needle on a thorecon plate broke off while being passed around the sternum. No broken fragments were reported. A surgical delay of approximately (3) minutes was incurred. A double suture wire was used in lieu of the plate system. There was no injury to patient.